Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their g5 transmitter could not be found on the smart device. The receiver data log was reviewed on (B)(6) 2016. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their g5 transmitter could not be found on the smart device. No additional event or patient information is available.